Manufacturer narrative:
Date of event is unknown. This report is for an unknown prodisc c artificial disc replacement. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an anterior c4-5 corpectomy; removal of artificial disc replacement (adr), c4-6 fusion took place on (B)(6) 2018. The reason for device removal is unknown. Procedure outcome and patient status is unknown. This report is for an unknown prodisc c artificial disc replacement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an anterior c4-5 corpectomy; removal of artificial disc replacement (adr), c4-6 fusion on (B)(6) 2018. The patient fused posteriorly but the prodisc was otherwise intact. The device was not obtained upon removal since the facility requires pathology and patient release. The procedure was successfully completed without delays. Patient outcome is good.